Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare professional via a manufacturer representative reported that the patient had a lead revision. The patient lifted a 40 pound bag of dog food while at work and felt a pull in their back. They then noticed that their stimulation that had been in their left back was in their abdomen. Both high density and low density settings were attempted during reprogramming. The stimulation in the patient's abdomen was not able to be resolved through reprogramming. An x-ray was also taken to validate lead migration. They attempted to reposition the existing leads but scar tissue caused trouble so two new leads were implanted. The patient status was listed as "alive - no injury" at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.